Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the end of the bd nexiva¿ closed IV catheter system was found damaged after retracting the needle. This occurred with 2 catheters. The following information was provided by the initial reporter: "when attempting to insert an IV, the catheter was initially inspected and okay for insertion. IV was attempted but would not advance into site on patient. Needle was retracted with safety guard, catheter re-inspected and noted to have damage to the end. The end of the catheter appeared to mushroom out. This was not noticeable until the needle was retracted."

Event description:
It was reported that the end of the bd nexiva¿ closed IV catheter system was found damaged after retracting the needle. This occurred with 2 catheters. The following information was provided by the initial reporter: "when attempting to insert an IV, the catheter was initially inspected and okay for insertion. IV was attempted but would not advance into site on patient. Needle was retracted with safety guard, catheter re-inspected and noted to have damage to the end. The end of the catheter appeared to mushroom out. This was not noticeable until the needle was retracted."

Manufacturer narrative:
H6: investigation summary: report of a missing catheter and a defective catheter could not be confirmed from the single photograph that was provided for investigation. The photo showed the label on the top web packaging of a 20g nexiva device from lot #2144104. The contents of the packaging were not visible in the photo. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.